Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that system volume was too small. The reported issue was related to internal leakage test failed during pre-use check (puc). There was no patient involvement. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, internal leakage test, pressure transducer test, flow transducer test and patient circuit test failed during pre-use check (puc) and the air gas module was defective. The issue has been resolved by replacing the part and the device was delivered to the user in working condition. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).